Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt kept getting no device found when trying to connect to their ins with their controller since last week. During the call, pt got no device found and entered passive recharge mode. Numbers were in the 70-80's. Pt said their ins depleted down and they could not charge it because they were in the hospital last week (unrelated to scs). Pt remained in passive recharge mode for about 5 minutes on the call. Tss advised the pt to remain in passive recharge mode for 15-30 minutes and call back if the issue persisted. No symptoms were reported.